Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was 454mg/dl. The customer was experiencing high glucose for the two days. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed prime and high pressure test and the tests passed. The customer stated that she has been using the abdominal area for the past twenty years, but she regularly rotates sites. Advised the customer to have the doctor check for scar tissue. No further info was provided.